Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. A clip was implanted successfully medially on the central part of the valve and the mr was reduced to 3+. A second clip was attempted to be implanted to further reduce the mr. The second clip was placed lateral to the first clip on the central part of the valve. However, the clip did not pass establishing final arm angle. The clip opened from closed to less than 8 degrees to open to more than 40 degrees. Troubleshooting was performed but was unsuccessful, and the clip was removed. Another clip was advanced and implanted. Two clips total were implanted reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from the lot. The investigation was unable to determine a cause the clip opened while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).